Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Because the suture, link, posterior needle tip and posterior cuff were not returned, the reported needle to cuff miss could not be confirmed. The posterior foot was separated and not returned. Based on a visual and functional inspection of the returned components, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. There is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a percutaneous transluminal angioplasty procedure. Reportedly, a cuff miss occurred. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.